Event description:
Information was received from a consumer regarding a patient currently receiving morphine via an implanted pump. The pump had previously delivered prialt. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the device was a pain and the patient wanted it out. The pump had ¿popped out and was budging¿. The pump was not flush with the skin anymore. The patient had pain over the pump site. The issue started after implant and had gradually gotten worse. The patient had an MRI due to the ongoing pain in an attempt to see why the patient was having pain. The physician thought the cage in his back had shifted or was moving. The patient¿s back pain had not changed at all. The pump alarmed during the MRI today. It stopped alarming about 20 minutes after the MRI and x-ray of his foot. No further patient complications have been reported as a result of this event.